Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient felt light headed, lost consciousness and passed out. On (B)(6) 2023 at 6:00am, the patient regained consciousness and drank juice. The patient did not seek medical evaluation. At an unspecified time during the event, the bg was 66 mg/dl while the cgm was 130 mg/dl. There was no documentation of medical intervention. At the time of the report, the patient was better and feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. Product was provided for investigation. The allegation was undetermined via product. The probable cause was unable to be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.